Manufacturer narrative:
Summary memo attached.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around three months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection was observed during the implant removal surgery. The patient has since recovered.